Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device was found to have water ingress which caused the service required alarm to occur. The water was drained from the device and the device cleaned and no malfunction was noted. The system board was replaced preventatively.